Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on an unspecified date in 2005 the patient underwent neck surgery. (B)(6) /2010: patient underwent MRI which shows dextroscoliosis on the exam, apex at the l1-l2 level, degenerative anterior listhesis at l3-l4, l4-l5 and slightly at l5-s1 with disk narrowing at l2-l3, l4-l5, has multilevel facet hypertrophy. On (B)(6) 2010: patient underwent bilateral injections l3 through s1. Patient presented with low back pain. Impression: adult degenerative scoliosis; chronic pain syndrome. She underwent fusion in her c-spine c4 through c7 (B)(6) 2011: patient presented for follow up. Patient underwent x-ray which showed moderate dextroscoliosis, l1-l2 and degenerative angio listhesis l3-l4, l4-l5, l5-s1. On (B)(6) 2011: the patient underwent x-rays of the chest region. Impression: normal x-ray examination of the chest. On (B)(6) 2011: patient presented with: adult degenerative scoliosis; chronic low back pain; spinal instability; neurogenic claudication. Procedures: anterior lumbar interbody fusion l2-l3, l3-l4, l4-l5. 2. Placement of prosthesis, l2-l3, l3-l4, l4-l5. Lateral extrapedicular discectomy at l2-l3, l3-l4, l4-l5. A 12 mm height cage was filled with rh-bmp2/acs and actifuse 55mm in length and tapped into the interspace. Tapped onto the interspace. A self-retaining retractor was placed back at l4-l5 level. A 10 x 55 mm peek cage was filled with rh-bmp2/acs and actifuse and tamped into the interspace at l4-l5. . A 10 x 50 mm peek cage was placed in l2-l3 level. Impression: adult degenerative scoliosis; chronic pain syndrome; moderate foraminal stenosis, l1 through l5 bilaterally. On (B)(6) 2011: patient underwent posterolateral fusion t11-t12 and l1-l2 with posterior pedicle screw fixation left side l1-2, l4-5 and pedicle screw fixation right side t10-11, l-1 and l-preoperative diagnoses: status post anterior inter-body fusion, l2-l3, l3-l4, l4-l5; adult degenerative scoliosis. The patient underwent ap and lateral x-rays of lumbar spine. Impression: status post extreme lumbar inter-body fusion. Procedure: posterior lateral fusion;t11-t12, l1-l2. Posterior pedicle screw fixation; left sided l5, l4, l2, l1. Pedicle screw fixation, right sided l3, t10 revolve system. Op notes: ap and lateral x-rays showed good position of each pedicle screw with the rod in good position. Pedicle screw were placed at l3, l1 , t11 and t-10. Seven 6.5x45 mm screws were then placed over guidewires after tissue dilators. A 160mm rod was placed contoured for reduction of the proximal screws to the midline. Rod was slid in a subfascial position through the tubes and the nuts were placed to tighten against the rod. One 140 mm rod, 160mm rod and one 6.5x 35 mm screw was used. No complications were reported. On (B)(6) 2011: patient presented for follow up. The patient underwent ap and lateral x-rays of lumbar spine which suggests no overt fractures or new instabilities or collapse on these lumbar films and the hardware is well placed throughout her lumbar spine at several different levels. On (B)(6) 2011: patient presented with lower extremity weakness s/p posterolateral fusion and pedicle screw fixation. On (B)(6) 2011: patient presented for follow up. The patient underwent ap and lateral x-rays of lumbar spine which suggests no instability or collapse and fusion is consolidating well. On (B)(6) 2011: patient presented for follow up. Impressions: we will begin her on flexcril 5 rng I p.o. B.i.d. P.r.n. Spasm, #60, no refills; flector patches to apply over incision sites for local tenderness. On (B)(6) 2011: patient presented for follow up. Patient presented with lower back pain and a pop in her back. The patient underwent ap and lateral x-rays of lumbar spine which suggests broken rod on the right-side of her fusion, but it is still fixated, two screws above and two screws below. Impressions: s/p multilevel fusion for adult degenerative scoliosis, doing well in regards to that surgery; severe low back pain which began approximately a week and a half ago, neurologically intact. On (B)(6) 2012: patient presented for follow up. Patient presented with pain over her right lower back area. The patient underwent ap and lateral x-rays of her lumbar spine patient has broken hardware on the right side of her fusion but it still appears to be fixated. On (B)(6) 2012: patient presented with aching, burning and stabbing pain in the right side of low back, intermit pain in the left side along with pins and needles and burning pain down both leg into feet, thoracic and lumbar pain. Patient underwent high field ge horizon lx high speed mr of the lumbar region which showed moderate scoliosis to the right and normal marrow signal apart from modic changes. Thoracic spine: moderate noncompressive spondylosis and surgery at t11-t12. L4-5: osteophytes in exit foramen on the right with probable compression of the right l4 nerve root. L5-s1: synovial cyst is present on the left signal loss and a shallow central protrusion of disc. There is probable compression of the left l5 nerve root. MRI of the lumbar spine with 3d myelotomographic images and oblique reformations shows extensive surgical intervention with pedicle screws and transverse fixation devices. Probable nerve root compression is identified at l4-5 and l5-s1. Impression: chronic compression fracture at t8, no retropulsion or other evidence of compression fractures; postsurgical and degenerative changes throughout the thoracic spine, no absent pedicle paraspinal mass or central canal stenosis; surgically placed hardware in the lower thoracic spine is intact. On (B)(6) 2012: patient presented for follow-up. On (B)(6) /2012: patient presented for follow up. Patient presented with localized pain around the area of her right sided hardware. Patient has completed plain x-rays, CT scan and MRI scanning which do show that her hardware is not intact. And have a broken rod on the right side of her fusion but it is still fixated. Impressions: right low back pain rule out hardware pain; s/p complicated scoliosis surgery with bilateral hardware. On (B)(6) 2012: patient presented with local pain, status post retained hardware, status post correction adult degenerative scoliosis left hip and groin pain, pointed pain over her hardware. X-rays, CT and mrl scanning, which do show that her hardware is not intact. Musculoskeletal: joint pain, stiffness, swelling, cramps and arthritis. Neurological: numbness in all the extremities, headaches, blood lymph anemia. Procedure: removal retained hardware to include 2 screws, rod, and interior one -half of a right sided construction. No complications were reported. Impression: adult degenerative scoliosis; chronic pain syndrome; right low back pain, rule out hardware pain; status post complicated scoliosis surgery with bilateral hardware. On (B)(6) 2012: patient presented for follow up. Patient presented with localized pain around the area of her right sided hardware. She describes some tenderness still on the right side of her lower back. Patient states that her plantar fasciaitis has improved as well as improvement in her gait. Patient underwent ap and lateral x-rays both pre and postoperatively. No significant changes were reported. On (B)(6) 2012: patient presented for her second postop visit. The patient underwent ap and lateral x-rays of her lumbar spine. She is progressing through physical therapy. On (B)(6) 2012: patient presented for follow up. Patient presented with some hip and pelvis pain. The patient underwent ap and lateral x-rays of lumbar spine which suggests broken rod on the right-side of her fusion, but it is still fixated, two screws above and two screws below.